Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was in need of repair. No specific issue was reported. Upon triage on (B)(6) 2018 the service tech found the pump to have no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service tech found the pump to have no audio.¿ the unit was triaged and the reported condition was confirmed. The pump did not tone during start up. The device was opened and inspected for damaged components. U14 was found displaced to the lower side of the pcba. The pins of u14 are bent and pins 13 and 14 are separated from their respective copper traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.